Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer was brought to the emergency room (ER) as the blood glucose level was 386 mg/dl and a high level of ketones that were considered as dangerous. The customer was treated with intravenous fluids and remained on the pump. The contact did not know what caused the high bg. The customer left the ER without being submitted to the hospital with a bg of 260 mg/dl. The bg level was at normal levels later that night.